Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The reason for call was rep met with pt today and said pt noticed for the past few months, they turned their therapy on and noticed the ins implant site and pocket would be burning hot and cause pain; pt said the implant site would swell and area would get red. Pt said they had not adjusted their settings and noticed the issue only when the therapy was turned on. Pt said their was a delay between when they turned therapy on and when implant site would get red and hot. Pt mentioned they were not wearing anything over implant site when site got hot. Pt said the ins implant site would start swelling after therapy was turned off. Pt mentioned they were in 2 car accidents in the past year. Rep said the impedances were within normal range, between 660 - 853. Rep said the connectivity "looked great." Pt clarified that they experienced swelling of implant site "here and there" when the stimulation was off, but swelling and pain were worse when therapy was turned on. The healthcare provider (hcp) had been informed and "scans" of implant site had been performed. Technical services (tss) sent email to rep to confirm hcp. Tss discussed possible causes of pain, swelling, redness, and heating. Rep will reconfigure pt programming and, if issue persists, discuss steps forward with hcp. Hcp info reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.